Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system generated several faults that could not be resolved after power cycling the system and recovering from the faults. The customer brought in another patient side cart (psc) to continue with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the issue. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the issue was identified during the case and another psc was brought in. The pscs were quickly changed out and there was just a slight delay in the case with no adverse outcome to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed that the encoder cable sheath had been cut. The fse elected to replace the sensor and brake cables along with the proximal set up joint (suj) during the site visit. The system was tested and verified as ready for use. The sensor and brake cables involved with this complaint are field scrap items and will not be returning to isi for further investigation. Isi has received the proximal suj to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.

Manufacturer narrative:
The proximal set-up joint (suj) was analyzed and failure analysis did not replicate the reported failure. However, the error could be confirmed as having occurred via the field error logs.

Event description:
Refer to h10/h11 for follow-up information.